Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the deep cut on the pink rubber could not be determined at this time. The following information is stated in the instructions for use: "do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the ultrasonic gastrovideoscope was found leaking from the bottom. In additional, the device failed leak testing. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer return device, the probe unit pink rubber was found cut. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the device the following defects were found: probe unit pink rubber cut, video cable deform due to physical stress, and leakage from suction channel due to repeated removal of object (brush or endotherapy accessory). The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-dec-2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.